Event description:
The MFR rec'd info alleging a ventilator fails to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.